Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station stuck on the care fusion screen due to the software issue. A technical support specialist identified that the rss agent was operating on the outdated version 4.8. The specialist proceeded to manually install rss agent version 4.12 as per ka 000011447. Further, re-registered the rss component manager and rebooted the station to resolve the issue. The system functioned as intended after thetechnical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the station was stuck on the carefusion screen, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.